Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information is unavailable; device was not returned for evaluation. Batch # unk. Additional information was requested and the following was obtained: where within the gap setting (green range) was the device fired? ¿ no information. Did the surgeon wait 15 seconds and retighten prior to firing? ¿ no information. Was there any issue with device performance? ¿ no information. Was there any issue with staple formation? ¿ no information. Who fired the device and what is his/her experience? ¿ the doctor did. He is familiar with the device. Was the bleeding intraluminal? If not, how was it diagnosed? ¿ bleeding was confirmed by drainage. The bleeding stopped by gauze by the transanal route. What is the current patient status? ¿ the patient is stable and monitored on (B)(6). Could you please provide clarification as to the ¿conservative medical treatment¿ received? --- after the bleeding stopped by gauze by the transanal route, the patient was only monitored. Was the patient¿s hospital stay extended due to the bleeding? --- no.

Event description:
It was reported that after a lap anterior resection on (B)(6) 2016, bleeding occurred from the anastomosis site on (B)(6) 2016. The device was used between the colon and the rectum. The amount of bleeding was 1000 cc. Blood transfusion was not required. After the event, the patient had a conservative medical treatment. Reoperation or special treatment has not been conducted. No device will be returning.